Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment, confirming device meets specifications according to service and installation record. No part is expected to be returned to manufacturer for evaluation. Most recent preventive maintenance from field service engineer was on twenty seven may. During an on-site visit by the local field service engineer the cutting depth was found to be within specifications, but rather shallow. The field service engineer adjusted the cutting depth as a result. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a thin flap in the unknown eye of the patient with actual thickness was less than the target thickness during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).